Event description:
Physio-control opened an internal investigation to report the following: in 2008, there was an adverse event where the device displayed the "ok" symbol in the readiness indicator prior to an attempt to use the defibrillator to treat a patient in cardiac arrest. When the device was turned on, it lost power and was unable to be used to treat the pt. Physio-control's field service representative evaluated the defibrillator and found it functioned properly. The battery used at the time of the incident was found to be depleted. The battery was then returned to redmond where the error has been duplicated. Even though the device will begin a 3:00 am self test and the battery does not have enough power to complete the self test, the device will display the ok on the readiness indicator.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.